Manufacturer narrative:
Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that the patient underwent the upgrade procedure because of the complete heart block. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no elective replacement indicator alert or allegation of premature battery depletion, the device was explanted prophylactically. The patient was stable throughout the whole event.